Event description:
New information received notes that the implantable cardiac monitor (icm) remained implanted, the sensitivity of the icm was adjusted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. No changes or interventions were reported. The patient condition was not known.